Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, breast lump removal (2002) and colonoscopy (2004). (B)(6) 2013: tissue pathology report diagnosis: endometrium (biopsy) ; proliferative endometrium. Previously administered products included for an unreported indication: folic acid from 2004 to 2007 and ortho tri-cyclen from 2005 to 2006. Concurrent conditions included short menstruation, irregular periods, dysmenorrhoea, polymenorrhoea, hemorrhoidectomy (2011), polyp of corpus uteri, asthma, emphysema, chronic bronchitis, gastric disorder, thermal ablation, hysteroscopy, d & c, c-section (2007), endoscopy (2013), endometrial polyp, menometrorrhagia, vaginal discharge, vaginal itching, bartholin's cyst, vulval disorder (other specified non inflammatory), uterine enlargement, hypertension, vulva cyst, uterine fibroid, breast tumor benign and explorative laparotomy. Concomitant products included omeprazole (protonix) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy with extraction of essure device. And underwent ablation on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent a thermal balloon ablation on or about (B)(6) 2014 which did not relieve her heavy bleeding or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2013: human papilloma virus in conditions classified elsewhere and of unspecified site. Smear cervix - on (B)(6) 2009: hpv positive. Ultrasound breast - on (B)(6) 2009: breast nodules. Ultrasound pelvis - on (B)(6) 2011: impression: prominent uterus. Essure coils iden . Led bilaterally. Normal ovaries other (please describe) coils noted in place.; on (B)(6) 2011: impression: fibroid uterus. Mildly thickened endometrial lining. A polyp maybe present; however, sonohysterogram would be helpful for further evaluation. Normal ovaries.; on (B)(6) 2014: impression: fibroid uterus, unchanged. Normal endometrial lining. Normal ovaries.. Ultrasound scan - on (B)(6) 2011: totally normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal vaginal bleeding, abdominal pain, pelvic pain, back pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menometrorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs & mr received: reporter¿s information, patient demography, medical history, concomitant condition, historical drug, concomitant drugs were added. New events - abnormal bleeding (vaginal, menorrhagia) added. Event outcome of bleeding added as recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy with extraction of essure device.). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff underwent a thermal balloon ablation on or about (B)(6) 2014 which did not relieve her heavy bleeding or pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.